Event description:
A pt reported obtaining repeated "not ok" messages with a ot meter. Pt has been using ot meter for 3 yrs. Pt does not base medication intake on the ot meter results. Pt has been reportedly cleaning ot meter with control solution. Pt did not report any adverse events. No further info has been reported.